Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one 4fr s/l powerpicc solo catheter. Usage residues were observed throughout the sample. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a spraying leak was observed emanating from a small split at the 4cm depth marking. Tactile inspection of the sample revealed slight tensile weakness along much of the catheter length. Microscopic inspection of the leak site revealed a longitudinally aligned split. The split exhibited sharply defined fracture features. The split surface exhibited a dully granular fracture surface. Attempts to replicate the fracture features by manipulation of non-complainant catheters unsuccessful at replicating the exact fracture features. The granular fracture surface was typical of a tearing type split and the tensile weakness suggested that catheter manipulation may have contributed; however, the inability to replicate the exact fracture features using non-complainant catheters suggested that an additional unidentified factor(s) likely contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported a leak noted when using PICC to a/o (B)(6) 2021. Flushed PICC with n saline and leak noted from PICC at approx. 2 cm (externally) from extension site

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees1334 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported a leak noted when using PICC to a/o (B)(6) 2021. Flushed PICC with n saline and leak noted from PICC at approx. 2 cm (externally) from extension site.